Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the screen was unresponsive. The customer's blood glucose was 134 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.